Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose values were 485 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer had nausea agitated , heart races. Customer treated with pen. Customer reported that the drive support cap was normal. Customer reported that the insulin pump had no delivery alarm. Costumer reported that the event was resolve by changing completed set. The insulin pump will not be returned for analysis.